Event description:
Information was received in jun-2005 from a pt with a medical history of osteoarthritis and rheumatoid arthritis, migraine headaches, and myopathy secondary to chronic steroid therapy who experienced chest pain worsened and extended to arms and jaw, short of breath, d-dimer test elevated, sweating, felt clammy, dizzy, nauseated, weak, voice change, flushing, face swollen, skin red and "bumpy", itchy, weird sensations (hand, ankle, and side neck pains), knee hurt, limping. The pt began treatment with synvisc two weeks earlier. The pt received three injections of synvisc into both knees two weeks earlier, june-2005 and a week later. After the first synvisc injection into both knees, the physician applied a band-aid on the injection site. The pt experienced flushing of the face, and stated that the skin above the band-aid got red, bumpy, and itchy. In jun-2005, after the second injection, the pt experienced the same skin symptoms above the band aid but they were more pronounced. The spouse stated that pt' face "looked swollen" and flushed. The pt blamed the symptoms on the fact that pt had stopped prednisone in may-2005, which pt had taken for years for rheumatoid arthritis. In jun-2005, the pt "didn't feel good", and the next day, the pt experienced chest pain "off and on all day", sweating, felt clammy, dizzy, nauseated, and could not eat. The pain worsened and extended to the arm and jaw, pt was short of breath, flushed, and pt voice changed. The pt was taken to the emergency room to rule out a heart attack, and was hospitalized overnight. D-dimer test was elevated, but pulmonary embolism was ruled out. She was discharged the next day and continued to have some chest pain, but not severe. The pt was also scheduled for a stress test and cardiac catheterization. Three days later, after the third synvisc injection, the pt reported that both knees hurt and pt was limping. Pt felt nauseated, weak and had chest pain one hour later. The next day, the pt experienced flushing and "weird sensations" in pt' ankle where pt would feel pain, then in the side of pt neck and then in pt hands. At the time of this report the pt's outcome was unknown. While pt was on the phone reporting pt' symptoms, the patient experiences some chest pain, and had to hang up to call pt doctor.